Event description:
It was reported that the cartridge was damaged, specifically the pigtail was bent, and the issue occurred 20 times across different days. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer successfully replaced the cartridge and resumed insulin therapy, and cts agreed to replace the cartridge via RMA with the caller's acknowledgment and understanding.